Manufacturer narrative:
The reported generator was received for repair. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined and testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported output issue and subsequent procedure cancellation was unable to be confirmed.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During the procedure, no sensory or motor output occurred and the procedure was cancelled. Two additional probes were attempted with no resolution and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.